Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing nor was a photograph of the reported issue provided. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint involved a pediatric tubing pack with a one-way ops valve in a suction line tubing that reportedly failed to function during cardiopulmonary bypass. The valve was cut out and replaced with a new valve. There was no harm to the patient.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), multiple vent valves failed. As a mitigation, the valve was cut out and replaced with a single sterile vent valve, during bypass on the sucker line. The surgical procedure was completed successfully. There was ten cubic centimeters (cc) of blood loss, on a pediatric case. There was no delay nor adverse consequences to the patient.